Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. The medtronic representative replaced the ias computer. After replacement, the images folder and the configuration files were restored by backup data, and gain calibration was performed. Accuracy was confirmed by the navigation system. - 07/16/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a posterior spinal fusion procedure, image acquisition system (ias) showed system booting - please wait. At that time, the surgeon opted to discontinue the use of the imaging system and proceeded using fluoromerge. This resulted in an hour delay to the procedure. In trouble-shooting, the medtronic representative checked-out the imaging system and was unable to ping the ias computer from the mobile viewing system (mvs). The medtronic representative connected the ias computer to the keyboard and monitor, however, was still unable to ping. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect computer was returned and analyzed. Confirmed reported problem "cannot communicate." Ias computer boots very slowly. Virus scan was successful. Application will load, however it will not communicate with mvs, preventing the system from achieving a ready status. Testing found lan 1 is not functioning properly. There is a "removable storage" seemingly permanently installed and named "2(e:)" cmos battery has stopped working. Will not run ipconfig, and indicates cannot find esent.dll file and a prompt indicating a corrupt file, and prompting to run chkdsk utility. Chkdsk doesn't reveal any errors. Found cmos settings were incorrect. Onboard device lan 2 was enabled, allowing incorrect ide channel 0 master of "(B)(4)." (B)(4) computer will not communicate and will not allow system to ready status. Bios settings change was failure mechanism.

Manufacturer narrative:
Analysis of suspect o-arm computer confirmed reported problem "cannot communicate". Ias computer boots very slowly. Virus scan was successful. O-arm computer will not communicate with mvs (mobile viewing station), preventing the system from achieving a ready status. Testing found lan 1 is not functioning properly. There is a "removable storage" seemingly permanently installed and named "2(e)". Will not run ip config, and indicates cannot find esent. Dll file and a prompt indicating a corrupt file, and prompting to run chkdsk utility. Chkdsk doesn't reveal any errors. Found cmos settings were incorrect. Onboard device lan 2 was enabled, allowing incorrect ide channel 0 master of "toshiba xxxx." Correcting bios settings cleared ide errors, but not lan 1 and lan 2 errors. Ias computer will not communicate with mvs and will not allow system to ready status. Bad ethernet card. Replacing the computer resolved the issue..

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿